Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000450, serial/lot #: unknown. Product ID: bi71000225, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the stand alone board was not providing ac power to ps1 power supply. The system was restarted and the stand alone board ended up providing ac power. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was being used outside a procedure. It was reported red x for x-ray never cleared and the imaging got stuck in boot up. No patient was present.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product #: bi71000450, lot # rev. 2 : s/n (B)(6), product #: bi71000225, lot #: rev. 2 : s/n (B)(6). H3: analysis revealed that the complaint was confirmed. Ps1 power supply was tested and failed the bench test. Output voltage drifted to 5.285vdc. B01, d02, c02 h3: analysis revealed that they were unable to confirm the complaint. Standalone pcb passed visual inspection and bench test showed everything was functioning as intended, as well as the led's and fans. No fault found b01, d14, c19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: additional information: concomitant lot numbers provided. Product ID: bi71000450, lot number: rev. 2 : s/n (B)(6); product ID: bi71000225, lot number: rev. 2, s/n: (B)(6). H3: a manufacturer representative went back to the site to service the system and replaced the ps1 and the standalone board. A system checkout was then completed and showed the system was functioning as intended. The ps1 and the standalone board have been received by the manufacturer, however analysis results were not available at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.